Event description:
During follow-up, the device was unable to be interrogated. The device was explanted and replaced and the patient's condition was stable. There were no adverse consequences. It was also reported the patient received an external electrical shock; it is unknown if this event was related to the device issue. No further information was available.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Upon receipt, the device was interrogated with a programmer and communication could not be established due to low battery voltage. The device was tested on the bench, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from the analysis, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.